Event description:
The surgeon communicated that a patient returned for follow up and the implant (valeo al) had migrated anteriorly. The patient was asymptomatic, and the surgeon is monitoring the patient, but it appears the implant is fusing.

Manufacturer narrative:
Event reported by request of FDA.